Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.see manufacturer report number 2032227-2015-66175.(B)(4)

Event description:
The customer reported via phone call that she experienced high blood glucose over 600 mg/dl the night before. She tried to bolus and the insulin pump alarmed no delivery. The customer stated that the day of the call, her blood glucose has been in the 200 and 300 mg/dl range and had been vomiting. The customer stated she had changed the infusion set and reservoir 3 to four times due to no delivery alarms. Blood glucose at the time of the call was 325 mg/dl. Customer was advised to disconnect at the quick release and run fixed prime, insulin did not exit. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit and there was greater than normal resistance. The customer changed the entire set; troubleshooting was done and customer was able to rewind and prime without a no delivery alarm. She was advised the alarm was caused by a set/reservoir occlusion. The insulin pump would not be replaced or not returned for analysis.